Event description:
Consumer reports getting very high readings ("hi", 565,) and running a comparison against their old meter. Analysis run on clark error grid using compettiive reading (205) as ref. Point vs. Bd reading of 204 yielded data points in the c range of the grid, outside of acceptable limits.